Manufacturer narrative:
Additional information: b5, h6 (update codes), h11. B5: the primary set was connected to a non-baxter secondary set when the event was observed. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed and back flow was observed. The reported condition was verified. The cause of the backflow could not be determined. However, the set is not manufactured with a one-way check valve (which would prevent back flow to the primary bag). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set backflowed into the primary fluid bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.